Manufacturer narrative:
Initial reporter address: (B)(6). Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii on right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b,h.6.

Event description:
The device was explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade iii on right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, wear abrasion and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.